Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged minimum fill and cartridge air bubbles issue could not be verified.

Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 250 units of insulin. Additionally, it was reported that an occlusion alarm occurred, and that air bubbles were observed in the tubing. The customer¿s blood glucose level ranged from 200 mg/dl to 250 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.